Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: one sample was returned for investigation. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection and functional test were performed. Visual inspection found no damage or kinks were detected in the sample. After functional and accuracy testing, the sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. The failure mode reported was not confirmed. However, based on the no disposable alarm investigation and root cause conduct trough CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing, thus complaint is unconfirmed. No fault was found with the device. No corrective action was taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported when programming the 5fu infuser, it triggered an alarm several times even when the device was changed. Cassette removed. No patient injury reported.